Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that an error message appeared on the computer for the imaging system. The representative replaced the fiber optic cable to resolve the reported issue. The representative then found that 2d image acquisition were okay but 3d image acquisitions were grayed out. The representative reloaded imager files back on the processor and then performed gain calibrations. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site radiologic technologist (rt) reported that, while in a spinal fusion, the imaging system would not perform image acquisitions after moving it to another room and shut down without prompt from the user. The site elected to complete the procedure with a separate medtronic imaging system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: there was a reported delay to the procedure of fifteen minutes due to this issue.